Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (oclusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 44mg/dl, with cognitive impairment, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and self-treated with food and/or drink. During troubleshooting with customer technical support, it was revealed the loss of prime occurred two or more times with more than one cartridge. The patient was using expired cartridges, and primed while attached after the loss of prime warning. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.